Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results associated with chromid®cps elite agar. The customer reported the plates contained no substrate. An internal biomérieux investigation was conducted. Results included: first complaint for this batch received between manufacturing date and expiration. The customer reported four (4) plates affected by this problem from a total of (B)(4) plates released ((B)(4) of batch affected; not considered a systemic issue at batch level). First complaint involving lack of media related to the manufacturing site; not considered a systemic issue related to this problem. A total of (B)(4) plates were inspected by quality control (qc) according to sampling plan; 100% of the plates conformed according to visual aspect, which included plate volume. Batch record review indicated in-process control was performed every 15 minutes; regarding the volume, all controls conformed. Non-conformities and/or observations that could explain the problem were not found. The results of the internal investigation did not confirm the reported complaint. No additional actions have been scheduled by the manufacturing site at this time.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with chromid cps elite agar. The customer reported the plates contained no substrate. The seeding robot, wasp, did not catch this and the samples were delayed. One set was discovered before the plates were incubated and therefore, nothing happened. The second set was discovered after incubation and resulted in a delay of one (1) day. The customer indicated not having information related to the patients.